Event description:
It was reported that at a generator replacement surgery, a patient was found to have a possible infection at the chest incision site when the pocket was opened. Cultures were obtained and sent for analysis, and the surgeon decided to reschedule the replacement surgery until the results from the wound cultures were received. A review of the device history records indicated that the patient's implanted generator and lead were both sterilized and passed all quality inspections prior to distribution. No further relevant information was received to date.

Event description:
The patient's vns generator was explanted due to the infection. No further relevant information has been received to date.